Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed in 2009. According to the complainant, during the procedure, after placing the clip it would not release from the catheter. They had to pull the clip off the tissue, which caused additional bleeding. Another resolution clip device was used to complete the case. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.